Event description:
Affiliate reports that the customer complained that the pump delivered too much drug solution. They noticed that the pump emptied after 12 days of refilling. The patient showed symptoms of overdrainage. Despite the fast flow, the patient still reported pain. Thus the surgeon decided to explant the pump and replace it with a new one.

Manufacturer narrative:
It has been communicated that the device will be sent to codman for evaluation. Upon completion of the investigation, a follow up report will be filed.